Event description:
The customer reported the ventilator began alarming 'low battery' and then shut down while transporting a pt. The customer reported there was no pt harm. The manufacturer's service technician was able to duplicate the customer reported problem, reporting that the backup battery would only operate for 10 minutes after charging. The service technician replaced the back up battery to complete the repair. Extended self testing was completed and the unit passed all testing to specification. Factory failure analysis of the backup battery reported internal cells were found weak and depleted, causing a failure to change or retain a charge.

Manufacturer narrative:
Na